Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that four years after the implant, the patient was diagnosed with endocarditis which resulted in severe regurgitation. Two years later, a second transcatheter bioprosthetic pulmonary valve was implanted valve-in-valve. No other adverse patient effects were reported. The patient weight was obtained and has been added to this report.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that six years after the implant of this transcatheter bioprosthetic pulmonary valve a second transcatheter bioprosthetic pulmonary valve was implanted valve-in-valve. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A review of the sterility lot record confirms that the biological indicators (bi) tested negative for both tissue and solution. The sterilization process used by medtronic has an anti-microbial kill on the microorganisms such as staphylococcus and streptococcus species. This process is validated using the worst case bacillus atrophaus (gram positive spore forming rods), which is known to be representative of the clean room bioburden. Endocarditis that occurs more than 12 month after the procedure are called late prosthetic-valve endocarditis and are largely community-acquired versus a result of the manufacturing process of the valve. Based on the above investigation, the endocarditis is unlikely to be attributed to the melody device and/or manufacturing process. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.